Event description:
It was further reported that the device was inspected before use and there was no delay in the procedure. No other devices were replaced during the procedure. The procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign black residue could not be identified. The hose was replaced to eliminate the foreign matter, and the foreign matter stopped occurring, but since there are no analysis results of the foreign matter itself, it is not possible to determine whether the foreign matter was caused by the hose. User handling information was not provided. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the reprocessor had black foreign matter found in the washing tank and mesh filter after operating the device. The issue was found during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.